Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A2: age and date of birth unknown / not provided. A4: patient weight unknown / not provided. D1: brand name unknown / not provided. D4: lot/serial # unknown / not provided. D6a: implant date unknown / not provided.                      D6b: explant date unknown / not provided. E1: last name unknown / not provided. G4: PMA/510(k) number unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that a pocket reduction surgery was done due to extremely tender and swollen tissue. The implant was removed due to infection.

Manufacturer narrative:
Based on updated customer information received and reassessment of the reported event, it was determined that MFR report number 0002023141-2023-01824 was reported in error. Please disregard this submission. No further reports will be submitted for this event.

Event description:
It was reported that a pocket reduction surgery was done due to extremely tender and swollen tissue. The implant was removed due to infection.